Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter and the coaxial umbilical cable did not allow the balloon to inflate. A system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical cable was replaced without resolve. The balloon catheter was then replaced to resolve the issue. After replacement blood was seen between the layers of the balloon. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 arctic front advance pro catheter with lot 23613 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used. During functional testing, the console terminated the application and triggered system notice 12218 (the safety system detected a compromised outer vacuum). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments was performed. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). During inspection of the handle segment, blood/liquid was observed inside handle. In conclusion, the reported visible blood was observed during testing. The catheter failed the returned product inspection due to a pin-sized hole on the surface of the outer balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.